Event description:
It was reported that the device exhibits a white screen and it will auto re-boot. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and replaced the system controller pcb assembly. Proper device operation was then observed and the device was returned to the customer or use.